Manufacturer narrative:
Investigation results: visual inspection - the rotating sleeve of the gray rotating star is broken. There is residue on the surface of the rotating sleeve. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also after three meaningful attempts no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The reported damage of the product can be confirmed. There are no hints regarding a material, manufacturing, or design-related failure/problem. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: po736r/ jaw ins.universal grasper 5mm 310mm (aesculap ag reference no. (B)(6)). Pm973r/ insulated outer tube 5/5mm 310mm (aesculap ag reference no.(B)(6)).

Manufacturer narrative:
Additional information: b5 - description updated d1 - brand name d4 - material updated d10- involved components.

Event description:
Update: the product code was updated to po959r - monopolar handle with ratchet. Involved components: po736r/ jaw ins.universal grasper 5mm 310mm (aesculap ag reference no. (B)(4). Pm973r/ insulated outer tube 5/5mm 310mm (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po191r - universal grasper 5mm 310mm. According to the complaint description, the product was subjected to cleaning in the decontamination room. The process for this particular device is disassembly into four (4) parts, perform some pre-cleaning, and then a mechanical wash. During the dismantling process, the handle part of the device snapped off, revealing particles of what appeared to be a build up of dried blood and maybe rust. Protein test results were negative. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).